Manufacturer narrative:
Diopter: -12.00. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 -12.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2006. Low vault was observed on (B)(6) 2013. The lens was explanted and exchanged for a longer lens on (B)(6) 2015. This resolved the problem. Patient's last office visit on (B)(6) 2015, bcva was 20/20. See MFR. #2023826-2016-00022 for left eye.